Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was not wearing insulin pump for 24 hours prior to hospitalization.